Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed to open, a field service engineer found that broken cubie lid and prevented nursing from accessing medications. Removed the broken cubie, rebooted the station, and recovered the drawer. However, a missing packet prevented another drawer recovery. Since the pharmacy did not arrive, instructed the pharmacy for a replacement. The system functioned as intended after the field service engineer troubleshot the issue.

Event description:
It was reported by the customer that a bd pyxis medstation system drawer was not opening. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer not able to open. Field service engineer removed the broken cubie and rebooted station to resolve the issue. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation system drawer was not opening.there were no adverse events or injuries reported based on this incident.